Event description:
Patient reported right-side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right-side rupture diagnosed via unspecified imaging. Healthcare professional later reported "right implant leaking with capsular contracture," "a oblong solid cystic minimally hypoechoic nodule," "fluid outside of the implant capsule contain by the fibrous capsule. Device has been explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Also observed an opening striated assessed as to surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Cyst: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. Observed 40 mm dark patch edge material inside gel device.

Event description:
Patient reported right-side rupture diagnosed via unspecified imaging. Physician reported right side intracapsular rupture diagnosed with ultrasound and MRI. A mammogram noted "breast implants ...appear intact." Ultrasound noted an "oblong solid cystic minimally hypoechoic nodule" not device related and "fluid outside of the implant capsule contain by the fibrous capsule." Physician further reported via operative report "right implant leaking with capsular contracture" baker grade unknown. "Hole, non-specific" was observed during surgery. The device has been explanted and replaced.